Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that he feels well and requires no medical attention. The customer's expected blood result is 130-400mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2015. Customer declined a back to back blood test. Customer did not wish to provide the meters memory results they stated they just got out of the hospital from back surgery today and was exhausted. Customer called stating their meter is registering hi because they took a blood test after a meal and received a result of hi on (B)(6) 2016 7:15pm. The customer stated they have barely eaten anything as they have been constipated they have even taken their insulin because they have not eaten.